Event description:
It was reported that the implantable pulse generator (ipg) had no stimulation on both atrial and ventricular chambers, only spikes with exit block were noticed. Disconnecting the leads, they were inspected closely without seeing any visible defects and the leads were measured with the same good values. Switched the leads back to the relia with the same result, (exit block on both atrial and ventricle). There appeared to be no problem with the leads. A new device was connected to the leads and put it all in device pocket and the system operated correctly with the stimulation of both atrial and ventricular chambers. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.